Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 7.2, reference: 2.6, mean: 4.90, confidence limits: 2.8-7.2. Inratio: 7.3, reference: 2.8, mean: 5.05, confidence limits: na. Analysis of customer's data revealed that both inratio and reference test result comparisons did not meet accuracy criteria. Customer's results are considered discrepant beyond the documented variability for inr testing. No product is expected to be returned. Further investigation could not be performed since no strip lot info was provided by the customer. Root cause of complaint could not be determined from the info provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 7.2, lab: 2.6. Inratio: 7.3, lab: 2.8. Customer was seeing multiple pts. One of the pt's was just about to start back on coumadin.